Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to advance was not confirmed as a guide wire patency test using a proxy 0.038-inch guide wire. The guidewire was backloaded without resistance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the return device analysis, the reported difficult to advance appear to be related to the difficult anatomical condition. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, it was difficult to get the wire through the prostyle device. After pushing hard, the wire was eventually advanced. It was a large patient with torturous anatomy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.